Event description:
Customer reportedly obtained a result of 4.6 inr on the coaguchek s system and 3.1 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.